Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-health care professional on behalf of consumer stating that the consumer experienced an acanthamoeba eye infection and corneal ulcer in the right eye while using the product, which has reportedly been using for a long time. The consumer sought medical attention and being treated with unknown antibiotics. The current status of the consumer¿s eye is symptoms continuing at the time of this report. Attempts to gather additional information have been unsuccessful. No additional follow-up will be conducted at this time. The case may be reopened if new information becomes available.